Manufacturer narrative:
Device evaluated by the manufacturer:the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated, and the ptfe is still holding the two ends together. There is a flat spot on the distal shaft 16.8cm from the tip. Microscopic inspection revealed damage to the tip. There was blood in the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the collar is separated but appears to have been kinked prior to separation.

Event description:
Reportable based on device analysis completed on 15-aug-2019. It was reported that the catheter's connection part got kinked. A 145 guidezilla guide extension catheter was selected for use in the heart. During the procedure, it was noted that the device's connection part became kinked. It was pulled out directly from the patient's body since it was not separated into two parts. The procedure was completed with another of the same device. No complications reported and the patient was stable. However, device analysis revealed that the collar was separated. It was further reported that it was unknown why the device was partially detached.